Manufacturer narrative:
(B)(4). Event occurred in (B)(6). Concomitant medical products: bone scr 6.5x30 self-tap item#00625006530 lot#63855074, shell with cluster holes porous 50 mm o.d. Size hh for use with hh liners item #00875705001 lot#63679270, mebioloxâ® delta, ceramic femoral head, taper 12/14 item #00877503203 lot#2804384, avenir muller stem 3 lateral item #01.06010.103 lot#2817519. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported during the primary right total hip arthroplasty surgeon could not seat the liner into the acetabular cup. The doctor impacted it a second time and could not seat adequately. He proceeded to remove the liner and used a replacement liner which he seated adequately into the shell. No known adverse event was reported with regard to patient.